Event description:
The pt was on haemofiltration machine with anticoagulation pump set at 0.5 mls per hour. At 6:30 hours, the 50 ml syringe was noted to have 40 mls total left in syringe. This was checked again at 0700 hours during hourly observations and noted to have only 3 mls left in syringe. After the event, the staff noted the hourly anticoagulation rate remained set at 0.5 mls per hour and that the anticoagulation bolus rate read o. Immediately following the event, the pt was given an unknown amount of protamine sulfate. The protamine sufate was given after blood samples were taken, but prior to blod results being available. No blood results were sent with report. If blood results become available a follow up report will be sent. The pt reportedly expired 14 hours later.